Event description:
Fhe pca pump was set to deliver 1ml. Of morphine per injection attempt. Patient made 4 attempts to receive injections, but only 2 injections were delivered. The cumulative delivered amount of the drug was not recorded correctly on the pca pump. The amount recorded was 0.3ml, although patient had received two injections or 2ml.